Event description:
It was reported that the emergency medical services was called on (B)(6) 2015 due to the customer going into a diabetic coma, due to overbolusing. Customer's blood glucose level at the time 11mg/dl. The paramedics revived the customer. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.